Manufacturer narrative:
Product complaint # (B)(4). Depuy orthopaedics is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy orthopaedics has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy orthopaedics or its employees that the report constitutes an admission that the device, depuy orthopaedics, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the packaging on patella tared in two (2) cases when opening the sterile packaging. This happened in two separate cases but both patella's were the same size (38mm dome patella) with the same lot numbers. Nurses had to peel the package open from a different direction and be cautious not to touch the sterile part in the process. There was a surgical delay of thirty (30) seconds. No fragments were generated. The procedure was completed successfully. There were no patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: additional case in regard to (B)(4). Packaging on patella teared in x2 cases when opening the sterile packaging as per the photos. The lot numbers involved are in the photo attachments. This happened in two separate cases but both patellas were the same size (38mm dome patella) with the same lot numbers. The product was not returned to j&j medtech orthopaedics; however, photos were provided for review. See attachment img 1922.jpeg, img 1923.jpeg. The photo investigation revealed that the tyvek lid and sterile packaging were found partially ripped off, there was evidence of adhesive patterns on the edges of the remaining tyvek upon the blister. A manufacturing record evaluation was performed for the finished device [151820038 / 4608437] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Based on the manufacturing investigation, the peeled area displays no channels or voids, no adhesive transfer missing, there are no non-sealed areas, no porosity, no separation; the sealed area is in compliance with internal requirements. As further reviewed, the conclusion is the delamination is not an abnormal material behaviour. Evidence indicates that the device had been properly sealed and packaged at the manufacturer before it was opened. Consequently, there is no indication of any manufacturing error that could have contributed to the reported issue. Given the evidence provided and the damage observed on the tyvek lid, it is reasonable to conclude that the customer had difficulty while opening the package. However, without further evidence, a specific root cause cannot be established. As the device was not returned, an as-received condition could not be assessed, and a dimensional inspection and document/specification review were not completed. The overall complaint was confirmed as the observed condition of the attune medial dome pat 38mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device [151820038 / 4608437] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified. Device history review: a manufacturing record evaluation was performed for the finished device [151820038 / 4608437] number, and no non-conformances / manufacturing irregularities related to the malfunction were identified.